Event description:
Following a diagnostic procedure, an angio-seal device was placed in the left groin, and hemostasis was achieved. The patient was returned to the floor, at which time doppler ultrasound confirmed reduced pulses and blood flow in the left leg, thus indicating vessel occlusion. The patient was taken to the operating room, and an embolectomy was performed. It is important to note that the pt had a rotoblator catheterization the day prior (6/19/97) in the right groin. The diagnostic catheterization procedure (in which the angio-seal device was placed), was undertaken due to the pt's presentation of chest pain the next day (6/20/97).